Manufacturer narrative:
H3, h6: on the literature article named "modular junction may be more problematic than bearing wear in metal-on-metal total hip arthroplasty", it was reported that, after an anthology stem had been implanted on 5 patients, 5 revision surgeries were performed. The implanted devices, were all used in treatment. Additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The requested clinical information/documentation is not available. Without patient-specific surgical records and x-rays, further assessment of the reported events cannot be provided, and the root cause beyond those reported in the article cannot be concluded. The patient impact beyond the reported events cannot be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. Without further information we cannot further investigate the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
On the literature article named "modular junction may be more problematic than bearing wear in metal-on-metal total hip arthroplasty", it was reported that, after an anthology stem had been implanted on 5 patients, 5 revision surgeries were performed due to adverse reaction to metal debris. During these surgeries, blackened corroded debris was observed at the junction between the stem and the femoral head adapter sleeve. Wear at the surface of the trunnion was also observed. Stems were well fixed and were not explanted. The bearings were changed to ceramic on ceramic.